Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received a questionable alp2 alkaline phosphatase acc. To ifcc gen.2 result for one patient sample from the cobas pro c 503 analytical unit. The initial result was 76.7 u/l and was reported outside of the laboratory to the doctor. On the same day in the evening, the patient came back and the doctor requested for alt testing again. The same tube from the morning which was kept in a fridge without separating plasma was used to test and the result was 21.0 u/l. The reagent lot number was 512630. The expiration date was requested but was not provided.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. This issue was consistent with a preanalytic issue at the customer site. Preanalytic are within the customer's responsibility. There was no indication of a device malfunction.